Manufacturer narrative:
Device investigation details: the customer provided pictures to aid in the investigation. According to the pictures provided, the hub of vizigo sheath was observed with blood inside, also the rhv tube was found with blood inside. In the pictures it cannot be observed if the hemostatic valve is folded inside the hub, which could be related with the blood inside the hub, therefore, it cannot be conclusively determined. Customer complaint was confirmed based on the picture received. However, the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium , and air flowed back into the side port. During the procedure, there was a bubble at the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium that was hard to come out per the physician. The physician worked through the issue and continued the procedure with the same device. There was no visible damage/deformation of the dilator or of the delivery sheath. The hemostatic valve did not fail or break. The hemostasis was not compromised. No air entered to the patient. No patient consequence was reported nor extended hospitalization. The issue reported was assessed as MDR reportable as air flowed back into the side port.